Event description:
This was a spontaneous report from a (B)(6)-old female consumer reporting on herself. The consumer reported directly applying one precise pain relieving heat patch (no active ingredient) to her skin once for groin pain. After application on (B)(6) 2010, the product burned her skin. On unspecified dates, the consumer visited two specialists and treated the events with cortizone cream 0.2%, unspecified antibiotics, and silver sulfadiazine cream. On (B)(6) 2010, product use was discontinued. As of (B)(6) 2010, the outcome of the events were not resolved. This case is serious (medically significant).

Manufacturer narrative:
At this time, the device has not been returned for failure analysis/ laboratory testing. Given the circumstances of the reported events and the known mechanism of action of the device, a casual association with the device is possible.